Event description:
Surgeon could not properly angle screw because the collet was locked in place.

Manufacturer narrative:
The returned plate is of the envision type and is a 1-level plate identified by lasermarks as an 18mm plate with lot number 17706. As received, the plate (four holes) includes one (1) captured collet (angled) with three (3) collets missing. The plate is generally unremarkable in appearance with the exception of some light scratches on the convex side around two of the screw holes (one with the collet) and an out-of-round hole condition on the underside (concave side) of the plate at the location of the single collet. This out-of-round hole condition appears to be deformation consistent with extreme screw angulation (divergent orientation in the medial-lateral view) and associated contact between the screw and the plate. The associated screw was not available for review. The inside surface of the collet also showed evidence of nicks and scratches. Rotation of the collet was possible upon manipulation with a tip of a ball point pen, and it was free to swivel thereafter. In summary, the condition of the plate and collet appears consistent with angulation of the screw beyond its design limit. The surgeon removed the plate and replaced it with a new plate and screws without further incident.